Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the health care provider's (hcp) has had issues with leads in the past. No other information or symptoms were reported.